Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. Reason for reoperation: rupture. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported ¿capsular contracture, rupture¿. The device has been explanted.